Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported unintended movement (n/a) associated with the unexpected sleeve deflection could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This will be filed to report a mitraclip that moved in an unintended way above the valve. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), flail, and leaflet prolapse. During a mitraclip procedure with an ntw, the clip was advanced into the left atrium and steered down to the mitral valve. During use there was a lot of tension on the system. After applying m knob and steering down the mitral valve, it was noted that the curve appeared unorthodox and was a double curve on anteroposterior (ap) fluoroscopy. The m knob was moving in the correct direction. The clip was oriented correctly but continued to rotate significantly during final positioning above the valve. The steerable guide catheter (sgc) was in neutral position with no '+' applied. The system was 'reset', by removing m knob and re-steering from the high left atrium. Once again, tension was felt, but to a lesser degree. Rotation of the clip was easier and the ap fluoroscopy was more conventional. The ntw was deployed. Subsequently, two additional clips were successfully deployed with the same guide and tension was not noted. The final mr was grade 1. The case was successful. There was no adverse patient effects or clinically significant delay. No additional information was provided.